Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate rotary file slider 25mm broke during use. The broken part was not able to be retrieved. The patient opted to have his tooth removed instead of going to a specialist.

Manufacturer narrative:
Returned 4x files sealed. Checked under microscope and found no manufacturing marks or defects. All 4 files were measured using opt comp-007 (calibration date 2/16/2023) and passed all attributes checked, see attached inspection form. Engineering reviewed and there were no additional testing recommended. Returned product meets specifications. Root cause of separation is unknown. DHR review: a quality hold was found during DHR review, relating to oversized diameters. A query indicates no additional complaints have been received for this lot number. Root cause: no defect proven. Conclusion code: no failure found.